Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that while attempting to implant a 12.6mm vticm5_12.6; -11/2/109 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024, the lens had tore during injection/delivery. There was patient contact with no patient injury. The lens was not implanted. On (B)(6) 2024 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown.